Manufacturer narrative:
The review of the device history records of the nail used during the surgery indicate that the implants were manufactured according to specification and no deviations were noted for released product. Devices are not expected to be returned for the manufacturer review/investigation.

Event description:
It was reported that the patient underwent a lapidus arthrodesis surgical procedure that utilized a 54mm right phantom intramedullary nail. The original surgery occurred on (B)(6) 2018. The nail broke several weeks postoperatively, but the exact date is unknown. Patient pain was reported. The nail was revised on (B)(6) 2018.